Manufacturer narrative:
This patient information is not available for reporting. Device is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2018, a 3.5mm locking compression plate (lcp) medium proximal tibial left 6 holes was not included in the company's voucher. A 4.5mm lcp proximal tibia plate 6 holes was chosen to proceed with the surgery following the information on the plate. The surgeon was also very annoyed that the surgery was delayed due to the delay in delivery of the material. It was a big surgery, extremely difficult but it turned out all right. Patient outcome is unknown. This report is for one (1) 3.5mm lcp® medial proximal tibia plate 6h/left 119mm. This is report 1 of 1 for complaint (B)(4).